Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited myopotential oversensing resulting in multiple stored untreated episodes. Fluoroscopy was performed, however any position optimization was note possible in any vector. The device was reprogrammed to the alternate vector to mitigate further oversensing. This device remains in service. No adverse patient effects were reported.